Event description:
A user facility reports that a lens would not unfold during intraocular lens (iol) implantation. Lens was replaced during same procedure. There was no patient injury/impact associated with this event.